Event description:
Event description cpi received information that this implantable pulse generator (ipg) system was exhibiting 'irratic atrial rates'. The physician elected to explant the ipg and the bipolar leads, models 4270 and 4260.